Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed food and delivered too much insulin via bolus for the amount of food consumed. Blood glucose (bg) level was 45 (mg/dl). The customer consumed grapes to address bg. Recommendation was made to consult with health care provider regarding diabetes management.